Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 8 fr angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor, collagen, and tamper tube. The returned device appeared to be used and contained the anchor. The device was able to be successfully deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. When the certified tech attempted to deploy the 8 french angio-seal in the patient, the tech went to pull back pressure and the entire angio-seal slid out of the patient. Manual pressure was held, and the outcome was good. The tech looked to ensure nothing was deployed inside the patient, and the tech mentioned that there did not appear to be a suture, anchor, collagen, or tamping device. It seemed that the entire angio-seal did not have any of the components. The procedure performed was neuro. No blood loss was reported.